Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
The pure tone audiometry of the pt shows a decrease in hearing after implantation surgery. The pt had a sensorineural hearing loss. The pt will test the hearing performance by using an amade high audio processor.

Manufacturer narrative:
Additional information: based on the received information, the implanted device is technically functional, and free field thresholds indicate the patient is benefiting from the device. Patient shows bilateral degradation in the sensorineural hearing for reasons not known. Device stay implanted and in use. This is a final report.

Event description:
The pure tone audiometry of the patient shows a decrease in hearing after implantation surgery. The patient had a sensorineural hearing loss. The patient tested the hearing performance by using an amade high audio processor. Steps are being taken to improve her performance by improving the programming of her amad_. Up to now the situation doesn_t require any further intervention.